Event description:
Device issue: none. Adverse event: subacute thrombosis. Onset of adverse event: 1 week post-procedure. It was reported that the patient was admitted with an acute myocardial infarction and underwent percutaneous coronary intervention (pci) with the promus stent in the predilated left proximal circumflex artery on (B)(6) 2010. On (B)(6) 2010, the patient experienced cardiac arrhythmias of unknown origin treated with medication. On (B)(6) 2010, the patient also experienced non-stent thrombosis in a non-target vessel that was treated with medication and additional pci on (B)(6) 2010. The arrhythmias and thrombosis resolved on (B)(6) 2010. On (B)(6) 2010, the patient experienced cardiac arrhythmias of unknown origin again and the treatment was not specified, but resolved the same day. On (B)(6) 2010, the patient experienced ventricular arrhythmias and was treated with medication. It resolved the same day. Though requested, there was no additional information provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with any relevant information.